Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies, however there was some body fluid contamination in the lead barrels. All set screws operated normally. Review of device memory revealed no resets or errors. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device and non-boston scientific right ventricular lead presented to the emergency room with symptomatic bradycardia. An electrogram revealed pacing spikes with no corresponding qrs complexes. Initially, it was thought this device was not functioning appropriately, however further interrogation was performed to further determine the issue. Interrogation revealed ventricular non-capture with an escape rhythm of 25-35 beats per minute. The automatic capture feature was programmed "on" and the output settings were increased to ensure an adequate safety margin and consistent capture was observed. A review of the daily measurements indicated that the automatic capture feature was in retry for the past eight months. As this device had been pacing at high output settings of 5v, the remaining battery longevity had decreased and the estimated longevity was less than six months. It was thought the issue may be non-boston scientific lead related, however this could not be confirmed. A decision was made to perform a lead revision procedure in the near future. No further adverse patient symptoms were reported. Subsequently a procedure was performed. This device was removed and returned for analysis.

Manufacturer narrative:
This device was received at the post market quality assurance laboratory. Upon completion of the analysis, this event will be updated.